Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the alarm occurred when the pump fell and hit the floor. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had a backup method of insulin delivery available.